Event description:
A customer reported the 4k autoclavable camera head displayed a blank screen with no picture (no image). There were no reports of patient harm. The subject device was returned for evaluation. Upon evaluation, scope communication error e224 was displayed. This medical device report (MDR) is being submitted for the malfunctions no image, and the scope error e224 found during the device evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. Upon testing and inspection, peeling rubber on the rear cover packing, a faded label on the rear cover, and a faulty monitor cable were discovered. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon¿s occurred due to communication failure which was caused by a faulty cable. The cause of the faulty cable cannot be determined. The event can be prevented by following the instructions for use which state: "·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.